Event description:
On (B)(6) 2004, the pt was treated for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. On (B)(6) 2010, the pt underwent a procedure to address presumed endotension. The existing stent-grafts were relined. The pt emerged in stable condition with no complications.

Manufacturer narrative:
(B)(4). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement ot the original gore excluder bifurcated endoprosthesis.